Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that they had problems with the infusion set and the customer¿s blood glucose level went up to 413 mg/dl. They treated with a manual injection. They declined troubleshooting for the high blood glucose. Troubleshooting was performed for the infusion set. The insulin pump and the infusion set will not be returned for analysis.